Manufacturer narrative:
Section d9 was update due to part return section h6 evaluation codes were updated due to analysis of returned parts result code (annex c) additional code added component code (annex g): remove g0201202 and add g0201203 h3 device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's "main fuses were blown" and the device was smoking. The device was available for evaluation. The service personnel (sp) inspected the ventilator and replaced the alternating current (ac) power module assembly, breath delivery unit (bdu) power supply and direct current (dc) compressor power supply. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One dc compressor power supply and ac power module assembly were returned to medtronic for analysis. The components were visually in spected and functionally tested with no malfunction or product deficiency observed. One bdu power supply was returned to medtronic for analysis. A visual inspection of the returned power supply showed thermal damage to the inductor. The power supply was installed in the failure investigation test ventilator for analysis. The ventilator was powered on but failed to power up. Analysis determined returned bdu power supply was faulty. Although it was reported that the main fuses were blown, the cause of the reported smoke was isolated to the faulty inductor on the bdu power supply. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator's "main fuses were blown" and the device was smoking. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator's "main fuses were blown" and the device was smoking. The device was available for evaluation. The service personnel (sp) inspected the ventilator, verified that the alternating current (ac) module fuses were blown and replaced the alternating current (ac) power module assembly, breath delivery unit (bdu) power supply and direct current (dc) compressor power supply. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The potential cause of the smoke was related to the blown fuses in the ac power module assembly and the blown fuses potentially damages the bdu power supply and/or dc compressor power supply. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.